Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: e4, g1(contact person), h4, h6(problem code). Analysis of production: (3331/102) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/102) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/102) the overall 24 month product complaint trend data for the period jul 2019 through jun 2021 was reviewed. There were no triggers identified for the review period. Event site telephone: (B)(6).

Event description:
N/a

Manufacturer narrative:
Testing of actual/suspected device: (10/213) during a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered the patient interface module failed the leak test, to fix the issue the fse replaced the pneumatic module assy, and the unit passed multiple test. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full event site name in is (B)(6). The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is currently unknown.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had a patient interface module failed leak test. There was no patient involvement, and no adverse event reported.